Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unitreceived with stuck motor error alarm loop during bolus delivery. Motorwas tested outside the device and passed. Motor may have had anintermittent failure not detected during our testing. Cracked reservoirtube lip noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.